Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the right ventricular lead exhibited low impedance measurements which resulted in a polarity switch. The lead remained programmed unipolar and the patient would be monitored.